Event description:
Pt underwent surgical removal of breast implants. Pt complained of problems with silicone implant. Recent imaging studies detected problems with the implant. Because of concerns about possible rupture and age of implants. Upon removal, surgeon found that right implant was completely disrupted and left implant showed longstanding rupture. Pathologist report confirmed that implants were extremely distorted.